Manufacturer narrative:
Upon investigation of this incident, a technical support specialist (tss) stated that the cubie might have needed to be replaced by the pharmacy. The user was informed that they could break the cubie open in case of an emergency.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, cubie did not open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.